Manufacturer narrative:
(B)(4). Title laparoscopic posterior mesh rectopexy for rectal prolapse is a safe procedure in older patients: a prospective follow-up study source scandinavian journal of surgery, volume 104, 2015 (227¿232) article number: 7 date of publication: 19 november 2014. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
According to literature source of study performed between february 01, 2009 to june 01, 2012 in a tertiary center in denmark. 81 eligible patients underwent laparoscopic posterior rectopexy (lpr) with application of the mesh device and secured with four to eight titanium tacks and were followed up to two years with major complications seen in twelve patients (14.8%) with the first three that could be related to the procedure or the device. Four patients had bleeding (4.9%), five patients had small bowel obstruction (6.2%), one patient had deep would infection (1.2%), one patient had cardiac arrest (1.2%). These major complications were those that required admission more than three days, re-operation, blood transfusion.